Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 09/26/2016. Medtronic investigation of returned suspect camera finds that the left lenses of the psu are scratched, especially the sensor lens. Also, the laser battery is dead. When connected to a known good system, the psu powered up without the amber fault light on. A check of the event log found that no adverse events had been recorded. Tracking was found to be normal throughout the volume. The psu passed an aak test at .13 mm with a passing threshold of .35 mm. The reported failure cannot be confirmed. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system camera was damaged. The navigation system camera amber led was lit. It is not known how the camera was bumped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: further review of this incident concluded that the reported event was unlikely to cause serious harm as there was no malfunction of the returned camera in that it tracked normally and that testing found it to be accurate. The amber light did not prevent functional use of the device, and the event log showed no results of malfunction. The initial MDR should not have been considered a reportable malfunction and was submitted in error.